Event description:
It was reported that the patient presented in the hospital after experiencing multiple shocks. Upon ICD interrogation the shock appeared to be appropriately delivered and high voltage therapy appeared to convert the patients vf rhythm. During the second vf episode high voltage lead impedance was below value and an aborted shock due to possible high voltage lead issue was noted. The lead was capped and replaced; device remains implanted. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.